Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the implantable cardioverter defibrillator, far r-wave oversensing leading to inappropriate auto mode switch episodes was noted. The patient was stable and would continue to be monitored.

Event description:
New information noted that the device was reprogrammed to prevent oversensing. The patient was stable before and after the reprogramming.